Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that the battery is "flat" and out of charge. There was no pt involvement.